Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll bns had a cracked barrel. The following information was provided by the initial reporter: "it was reported the syringe cracked when injecting into patient. Per email: we have a customer complaint that in 2 separate kits the 10ml syringe cracked when injecting a patient. You can see below in the email chain the procedure information. Bd part # 301029 lot # 9207766. Our customer has been using this syringe for over 2 years without any issue. They are currently pulling a different syringe from their inventory."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that syringe 10ml ll bns had a cracked barrel. The following information was provided by the initial reporter: "it was reported the syringe cracked when injecting into patient. Per email: we have a customer complaint that in 2 separate kits the 10ml syringe cracked when injecting a patient. You can see below in the email chain the procedure information. Bd part # 301029 lot # 9207766. Our customer has been using this syringe for over 2 years without any issue. They are currently pulling a different syringe from their inventory. "